Event description:
It has been reported to philips that system was problem with fluoroscopy failed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis was performed when the incident happened. The procedure was completed by using the same system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system have fluoroscopy error. After reviewing the log file rse there is in malfunction in ip-pc image disk. The software hung up was the reason for the issue. But later, 10th october 2023 they perform some measurements with health physician and did the calibration. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: additional narrative corrected data: evaluation metode code philips has investigated this complaint. According to the additional information collected a diagnosis was performed when the incident happened. The procedure was completed by using the same system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system have fluoroscopy error. After reviewing the log file rse there is in malfunction in ip-pc image disk. The software hung up was the reason for the issue. But later, (B)(6) 2023 they perform some measurements with health physician and did the calibration. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.